Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump was no longer responsive. After the pump was plugged into a power source, the pump display was accessible. The customer's blood glucose (bg) level was 129 mg/dl. The customer was to continue to use the pump for insulin therapy.